Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI) number: (B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the information provided to abbott vascular, the manufacturing records and complaint history for the reported lot. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. It is likely that the clip was unintentionally positioned such that the anterior leaflet became lodged in the gripper, resulting in the reported difficulties removing the clip delivery system (cds) from the leaflet. Therefore, it appears that the reported difficulty removing the device from the anatomy was a result of user technique/procedural conditions. Potential causes for single leaflet device attachment (slda) and difficulty removing the device from the anatomy were considered, including manufacturing, patient morphology/pathology and user technique. In this case, it is possible that the tear in the papillary muscle, coupled with the restricted posterior leaflet contributed to the slda of the clip; however, there is no indication that patient anatomy contributed to the anterior leaflet becoming lodged in the gripper, resulting in the difficulties experienced. The patient effects of worsening mr and tissue damage are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report that the clip delivery system caught on the papillary muscle, causing a tear to the muscle. After deployment, the clip detached from one leaflet but remained attached to the other leaflet, resulting in increased mitral regurgitation, and required surgery. It was reported the procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 3-4. Additionally, the posterior leaflet was restricted with an eccentric mr jet. The clip delivery system (cds) was advanced to the mitral valve. While positioning the clip centrally in the left ventricle, the anterior leaflet became lodged to the anterior gripper of the clip. Small movements were made anterior, posterior, up and down to free the leaflet from the gripper. At this point, part of the papillary muscle of the anterior leaflet tore off and the mr increased to 4. The clip was re-positioned under the leaflets and grasping was performed. A good leaflet insertion was achieved and the clip was implanted. Immediately after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Due to the severe mr grade of 4 and hemodynamic status of the patient, catecholamines were slightly increased and a mitral valve replacement surgery was immediately performed. It was noted that at the end of the mitraclip procedure, prior to surgery, the patient was relatively stable. No additional information was provided.